Manufacturer narrative:
With the available information, boston scientific concluded the clinical observation of pacing impedance high out of range is a known inherent risk of the lead and is noted within the device instructions for use (IFU), as well as the products risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk review: a risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of the device.

Event description:
It was reported that during cardiac resynchronization therapy defibrillator (crt-d) implant procedure, this left ventricular (lv) lead impedance measurements were greater than 2000 ohms. Further testing showed that lv lead showed an impedance of 2616 ohms, with a threshold of 1.4v. It was advised to increase the lv impedance range to 3000 ohms. This lv remains in service. No adverse patient effects were reported.

Event description:
It was reported that during cardiac resynchronization therapy defibrillator (crt-d) implant procedure, this left ventricular (lv) lead impedance measurements were greater than 2000 ohms. Further testing showed that lv lead showed an impedance of 2616 ohms, with a threshold of 1.4v. It was advised to increase the lv impedance range to 3000 ohms. This lv remains in service. No adverse patient effects were reported.